Event description:
It was reported that while using the surgical fiber during a prostate procedure, the metal cap was observed to be loose at 8,211 joules of use. The procedure was completed using a second fiber. There was no report of injury.

Manufacturer narrative:
(B)(4). Fiber analysis: the fiber was found to be broken proximal to the metal cap and near the outer flow tube; the fiber proximal to the fracture was found to rotate independently of the metal cap. Devitrification of the cap output window was also observed. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fracture near the cap may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.